Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator underwent a device replacement from a rechargeable device to a non-rechargeable device. There were no patient complications.

Manufacturer narrative:
Concomitant product: model number: 1201. Model description: tined lead. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of difficult to charge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient with this neurostimulator underwent a device replacement from a rechargeable device to a non-rechargeable device due to charging issues. There were no patient complications.

Event description:
It was reported that the patient with this neurostimulator underwent a device replacement from a rechargeable device to a non-rechargeable device due to charging issues. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k) # (g4) - additional premarket/510(k) # p190006.